Event description:
It was reported that during the procedure, the fiber broke and fell inside the patient. The broken fiber was removed using forceps. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the procedure, the fiber broke and fell inside the patient. The broken fiber was removed using forceps. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during the procedure, the fiber broke and fell inside the patient. The broken fiber was removed using forceps. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection confirmed the broken fiber body; the fiber was received in two pieces. The labeling review found that the product device instructions for use (IFU) was completed and states, immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and causing harm to surrounding tissues. The device history record (DHR) was reviewed and indicated that the device met all manufacturing specifications. It is likely that procedural conditions of the device during setup or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied, leading to the break. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, indicating there was an expected or random component failure without any design or manufacturing issue.